Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #31 was removed because the doctor did not like the position and the anatomy of the bone. The bone was levelled when the implant was placed, the implant was sitting lower and in the long run the doctor said it would have more loss and compromise the implant. The implant was removed, and the osteotomy was bone grafted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310. H10: narrative/data was updated. One impl tapered scr-v ha 6mm 5.7mm 10mm (tsv6h10) was returned for investigation. Visual evaluation of the as returned product identified dried bone residue around the external threads due to usage but no apparent signs of malfunction. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (1249594) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization record (op# (B)(4)). Complaint history review was performed for the reported lot number (1249594) for similar events (complaint category keywords: medical: other) and no other complaint was identified. The device could not be functionally tested for the reported event (medical: other). The reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician error ¿ placement of implant in contraindicated regions or in a patient with insufficient bone quality. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.